Event description:
On (B)(6) 2011 - this (B)(6) female underwent a total right hip arthroplasty. A stryker rejuvenate modular stem and neck device was implanted. On 06/28/2012 - stryker issued a voluntary recall of the a stryker rejuvenate modular stem and neck. A reactive issue and corrosive phenomenon had been determined to affect some of the patients with the implant. The concern is for chromium and cobalt fretting out into the tissues of the affected patients causing severe tissue damage. On (B)(6) 2013 - patient underwent revision of the right hip and had the stryker rejuvenate device explanted. Extensive debridement of the joint was done. Hip implant revised.